Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dose of 350mcg/day via an implantable infusion pump for intractable spasticity. It was reported that since the patient had the pump placed they have been going back and forth to "bump the pump up and it's still not working." It was stated a healthcare provider tried to aspirate through the catheter access port and was unable to do so. A hcp wanted to take the pump down (presumed to mean decrease the dose) to do a dye study. It was stated this all started in (B)(6) of 2017. It was stated the dose was "at 350 and just turned it down to 297." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.